Event description:
It was reported that during a laparoscopic cholecystectomy, the devices are not clipping properly or they are dropping clips from the jaws. The clips were retrieved through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No firing or dropping/ejected clips were noted during evaluation. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No firing or dropping/ejected clips were noted during evaluation. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.